Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 542 mg/dl. The customer experienced symptoms such as nausea, abdominal pain and vomiting. The customer was treated with insulin drip and bolus. Customer stated that insulin pump had insulin flow block alarm. Customer declined to troubleshoot for high readings and based on customer report customer did not allege insulin pump was under delivering. Self test was performed and it was passed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.